Event description:
The user has reported that the infusion tubing broke off at the luer lock that attaches the infusion set to the pump. The user also reported that the failure happened 12 hours after wearing the set.